Event description:
A user facility reported at the end of the day, after shutting down the laser, it was noticed that the gantry moved down unexpectedly. There was no patient involvement and no surgeries were cancelled.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).